Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla).surgery to replace the magnet has been completed (date not reported).

Manufacturer narrative:
(B)(4): implanted device remains.